Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, fluid ingress was noticed after showering and the device was sounding abnormal. The patient went to the ER where the patient experienced red heart and yellow wrench alarms, with a rate drop to 45bpm. The patient was hand pump and placed on pneumatic console. The patient was not able to tolerate a higher rate than 75 on the pneumatic console, so they increased the eject delay to 300 which the patient was able to tolerate. The patient was vented every two hours, and waveforms and vent filters were sent to the manufacturer for evaluation. The manufacturer confirmed that the waveforms appeared normal. The patient was put back on his system controller with flows at 6.5 and at 78 bpm's with no alarms and the pump sounding normal. The patient was observed overnight when he started to alarm again and was required to be put back on the pneumatic console. The hospital made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The pump exchange was completed without issue. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.